Manufacturer narrative:
This report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain which could not be resolved, resulting in a decision to explant the device. The device was explanted on (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.